Event description:
The surgeon's medical assistant reported that the pt's implant had begun to extrude. Revision surgery is scheduled for 8/25/97. The device will be explanted. Reimplantation will be scheduled at a later date. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.